Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the pt not being able to connect the belt with the monitor was due to a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that he removed his electrode belt to change his garment, and now he is unable to connect the electrode belt to the monitor. The pt's electrode belt was replaced.